Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of high blood glucose readings and hospitalization. The customer stated that she was hospitalized twice due to no delivery alarms. The customer's blood glucose reading was over 600+ mg/dl. The customer was hospitalized due to diabetic ketoacidosis. The customer was treated with IV drip and insulin drip. The customer was wearing the pump during time of hospitalization. The customer stated that the pump was not delivering insulin.